Manufacturer narrative:
(B)(4). D10: medical product: vanguard shortquick-release drill: catalog#32-486259, lot#zb6679166. G2: foreign: germany. Visual examination of the returned product identified a portion of the instrument remains in the inserter and the drill pin is fractured. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Attempts have been made to gather all product identification information, and no further information has been provided. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Complaint sample was evaluated and the reported event was confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during inspection prior to an initial total knee procedure, the drill pin was found to be fractured and assembled to the quick-release drill . There was no patient involvement and no adverse events have been reported as a result of the malfunction. The surgery was performed with secondary instrumentation.